Event description:
A healthcare professional reported epithelial ingrowth underneath the left eye lasik flap at 10 days pops op left eye. The flap was lifted and scrape was performed. Additional information has been requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).